Manufacturer narrative:
Insulin pump powered up after battery installation and was stuck in a reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to boot up loop.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 109 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insert battery alarm even after inserting new battery. The insulin pump will be returned for analysis.